Event description:
A device report from (B)(6) indicated a consultant in (B)(6) reported: approx two (2) weeks ago pts that were treated with zipfix developed an infection in the sternum, date unk. The pts required a second surgery, date unk and the product was removed. Implant date is not known. No further info is available.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.